Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display, corrosion on the spring inside the battery compartment, and alarmed failed battery test. The caller did not know the blood glucose reading. The caller stated that the insulin pump drained the battery within one day. The caller stated that the insulin pump would blank out completely, and when the insulin pump did accept a battery, it would get drained. The caller noted that there had not been any battery leaks leading to the corrosion. The customer was not present with the insulin pump at the time of the call in order to perform troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.